Event description:
It was reported that during a pcl procedure, the quantum controller could not generate rf to cut the tissue. The procedure was successfully completed without significant delay using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that there was no patient harm or injury as a result of this device related incident. There was no surgical delay, and the procedure was completed with a backup device. No further medical assessment is warranted based on the information provided. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H11: corrected data h6 (medical device problem code) updated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an arthroscopy, the quantum controller could not generate rf to cut the tissue. The procedure was successfully completed without significant delay using a competitor device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.